Event description:
It was reported that the patient had pocket stimulation. The right ventricular lead was noted to have a breakdown of insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID addr06, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2013-(B)(6). (B)(4).